Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days after implant that the patient presented to the emergency department with phrenic nerve and diaphragmatic stimulation. It was discovered that the patient's left ventricular (lv) lead had pulled back leading to the report. The concern was resolved with reprogramming and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.